Event description:
The patient was treated in the study with a precise stent to the left internal carotid artery. The patient experienced a gradual onset of behavioral change, aphasia, dysarthria, left hemiparesis, and presence of left babinski. The patient was diagnosed with an ischemic stroke. The patient came out of the procedure around noon and was noted by the recovery room nurse to have complaints of blurred vision and mild slurred speech. The symptoms improved and around 2:30, his family noticed him to have worsening slurred speech and difficulty speaking. The patient has not complaint of weakness and is not able to express any complaints. A head CT was done that did not show any acute abnormalities. He was evaluated by the stroke response service and had an nihss of 5. MRI results showed new diminutive acute/subacute infarcts within the right cerebellar hemisphere and within the left lateral basal ganglia. Stable age related intracerebral volume loss and severe microvascular white matter ischemic change. Two days later, the patient had a repeat carotid stent revascularization to the right supraclinoid post pcum. The procedure was successful. In 2007, the patient was discharged. The patient stroke symptoms were gone before the release from the hospital. The patient still contained some weakness after discharge.

Manufacturer narrative:
Additional information provided within 30 days of receipt.